Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Hospital reported a performa blood glucose result of 98 mg/dl and lab result of 60 mg/dl within 10 minutes. Based upon the meter result, the patient was given an unspecified amount of unspecified insulin. "Minutes later, patient had a heart attack." They then compared the meter result with lab result of 60mg/dl. No treatment was reported. A request was made for the return of the meter and strips.